Manufacturer narrative:
The catheter (B)(4) was returned for analysis and the results found that the catheter had been melted at or after explant which had not affected infusion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a consumer via a company representative regarding a patient receiving saline (9 mg/ml at 0.04 mg/day). The indication for use was non-malignant pain and lumbar radiculopathy. On 2016-01-11 it was reported that the patient continued to have unsuccessful pain control and a cerebrospinal fluid (csf) leak with fluid collection around the pump. It was reported that a dye study was done and the intrathecal portion of the catheter was removed because a hole with dripping was noted. The issue was resolved and the patient's status was alive with no injury. Further follow up was done to determine drug information, event date, and the cause of the hole in the catheter.